Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray was obtained and confirmed migration of two (2) leads. The patient additionally reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed, and the evoke leads and anchor were replaced and the evoke cls was repositioned to resolve the reported event. The patient reported a fall prior to the event. The evoke scs system didn¿t cause or contribute to the patient¿s fall.